Event description:
The pump stopped working and had to be replaced because "it ran out of batteries". The pt stated that they are considered a "south pole" because they go through batteries. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).